Event description:
An implant card reported that the patient had full replacement surgery on (B)(6) 2015 due to lead discontinuity. Lead impedance was >/=10,000 ohms. The generator was replaced due to the physician's desire to have the patient implanted with the new model 106 generator. It was reported that the entire lead (including electrodes) was removed. The new electrodes were placed afferent to the old site, and the anchor was placed partially on the scarred portion of the lead. No intervention was taken for the fibrosis on the nerve. This appears to be a normal occurrence of fibrosis. The surgeon visualized the lead fracture during the surgery. The explant hospital does not return explanted products per hospital policy. As a result, analysis is unable to be performed. No additional relevant information has been received to date.